Event description:
Information received from the field notes premature elective replacement indicator (eri). The measured data reported the battery voltage as 2.48v with dashes (---) for battery current and battery impedance. The battery voltage was 2.75v one month previous. The patient was pacemaker dependent. Therefore, the device was replaced.